Manufacturer narrative:
No device associated with this report was received for examination. The complaint database search identified a previous related report against lot 3121745. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The complaint database search found no other reported incident(s) against the remaining provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, toxic cobalt-chromium metal debris to be released into the tissue, discomfort, and difficulty ambulating. Update 1/7/2015 -pfs and medical records received. After review of the medical records for MDR reportability, the femoral stem is being added for the alleged high metal ions (no lab results provided). It should be noted that the patient was implanted with a poly liner, not metal liner. The complaint was updated on: 2/4/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).